Event description:
Partially through the cardiac cath procedure, which involved the elective placement of a device to close an atrial septal defect, the lateral aspect of the camera failed. The ap, anterior/posterior aspect remained functional. The physician continued the procedure and was told that the ap could be switched to the lateral as necessary, but the two images could not be viewed at the same time. When the physician attempted to place the device in the atrial defect, it popped through into the aorta and took an hour to retrieve. The procedure was not completed, the patient was admitted to observation overnight, and the patient was discharged the following day. The physician alleges that not having the additional camera view impacted their ability to effectively perform the procedure.